Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. A device history review could not be conducted because no lot number(s) was/were identified. The reported complaint cannot be confirmed based on the information that has been provided. Additional contact person from ufmw (B)(6).

Event description:
A medsun mandatory medwatch report was received that stated: ¿situation: rn was priming IV chemo lock product, when priming the blue pieces came disconnected and chemo spilled out. The chemo lock had not been spiked yet with the spike; however the pieces, without squeezing them to disconnect, came disconnected just with a slight pull allowing chemo to spill. Background: the chemo lock piece should only be disconnected when squeezing the bottom blue piece, however with only touching the blue piece it still comes and since it wasn¿t spiked with the tubing at the time the chemo spilled onto the nurse and had to be remade. Assessment: we started using new chemo lock supply item for chemo, however when using it the pieces come disconnected with only touching pieces when they should only unlock when squeezing. And unlike any other product when removing piece before you spike the fluids, fluid comes pouring out instead of with any other fluid bag where after removing the piece before spiking fluid would not come pouring out. Response: new chemo was made and primed, however easily able to disconnect the chemo lock device which is a safety risk to nurses and patients. The device is unavailable to return. This is all the information available.¿ additional event information obtained from ufmw: the event occurred in the hospital. There was no adverse event was reported.